Event description:
A false positive advia centaur troponin ultra result was obtained initially on two patient samples. The patients were both admitted to the hospital and treatment prescribed. Patient (B)(6) was given plavix and aspirin. Patient (B)(6) was given nitroplavic and lovenox. Repeat troponin tests were performed on the advia centaur cp for both patients. The repeat troponin results were negative and patients were released. There was no report of adverse health consequences for both patients due to the discordant advia centaur troponin ultra results.

Event description:
A false positive advia centaur troponin ultra result was obtained initially on two patient samples. The patients were both admitted to the hospital and treatment prescribed. Patient (B)(6) was given plavic and aspirin. Patient (B)(6) was given nitroplavic and lovenox. Repeat troponin tests were performed on the advia centaur cp for both patients. The repeat troponin results were negative and patients were released. There was no report of adverse health consequences for both patients due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for advia centaur system inspection. There were no atypical events or errors noted in the system log. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for advia centaur system inspection. There were no atypical events or errors noted in the system log. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.